Event description:
(B)(4). Excessive pain during procedure. Immediately came out of procedure in a fog.

Event description:
(B)(4) I have also experienced extreme high blood pressure and weight gain along with the fog since essure.